Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Device will be returned to gore for investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a patient was to be implanted with a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat right superficial femoral artery pseudoaneurysm. The puncture location was on the left side and a guide wire was used to establish the delivery path from left to right. A 6mm * 5cm vsx device was used per the diameter of the target blood vessel and was delivered to the target location. Under dsa imaging, the deployment knob was pulled to deploy vsx device. After pulling all the deployment line, there was no device expansion. After repeated confirmation, the vsx device was withdrawn with the sheath. It was found that the vsx device deployment line broken, and vsx device could not be deployed in vitro. Another vsx device of same size was used to complete the procedure successfully. Patient didn't experience any adverse consequences.

Manufacturer narrative:
H6 update code c19, d15 - the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The primary complaint of vsx device deployment line breakage noted after attempted deployment was confirmed. The vsx device was returned for evaluation and breakage of the deployment line was confirmed; there was no expansion of the vsx device as returned. Deployment of the returned vsx device was able to continue when pulling the broken deployment line during evaluation, demonstrating that the deployment mechanism itself was not stuck. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device. The root cause for the deployment line could not be established.